Manufacturer narrative:
This report is being submitted as follow up no 1 to correct sections b4 and f11 as they had the incorrect date in the inital report. Please refer to those sections for the correct date that should have been inputted on the initial report.

Event description:
Terumo medical corporation received the following reported information: during an angiogram with interventions, the glidecath broke off into the patient. The doctor was able to recover the broken piece from the patient. Additional information was received on 09oct2025: the vessels throughout the aortoiliac and femoral-popliteal area were extremely atherosclerotic and diseased. There was a high-grade focal stenosis in the mid right common iliac. The glidecath broke inside the patient during access. The broken piece was recovered. The distal iliac vessels were patent. The common femoral was heavily diseased but patent. The superficial femoral artery (sfa) occluded proximally with dense calcified plaque throughout into the above-knee popliteal. The below-knee popliteal was patent with two-vessel runoff into the foot. Surgeon unable to cross the right superficial femoral artery (sfa) occlusion however, they did get good angiographic result after treatment of the right common iliac with return of a strong right femoral pulse. The estimated blood loss was less than 250cc. Additional information was received on 10oct2025: there was no impact on the patient.